Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to the lead-1 (white) and lead-2 (orange) pulse wires being pinched at the ECG ¿c&d¿ cable. The belt did not pass falloff testing. The trunk cable was replaced for possible damage. The root cause for the pinched wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.